Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.

Event description:
New information indicates the lead continues to exhibit noise and a fracture was noted. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that atrial lead exhibited noise with oversensing. The lead remained implanted.